Event description:
The physician reports that the crystalens haptic tore during delivery using the staar surgical lens injector system. Intervention was performed in order to enlarge the incision, removed the damaged lens, replaced the lens and sutured the incision. A second crystalens was implanted successfully and the patient's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b & l for evaluation and subjected to visual examination. The investigation revealed the haptic was torn and the optic was cut in half (as reported by the physician to enable removal from the eye). The findings are consistent with lens damage associated with lens injector use. Root cause: according to the physician, the root cause of the reported problem of lens damage was related to use of the lens injector system. Other: sutures.